Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified coronary artery. The 3.0 x 150 mm armada 18 balloon catheter was advanced in the vessel; however, during the 3rd inflation it was not possible to keep the pressure stable due to a leak at the hub. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The investigation determined that the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.